Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6)2010, the patient was implanted with an scs system. The patient did not have any stimulation although he could still communicate with the programmer. X-rays were taken and revealed that the patient's leads had migrated. The revision surgery has not been scheduled yet.